Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and the millipore filter membrane was found to be damaged. A hydrophilic membrane bubble point test was conducted and found a continuous stream of outlet port bubbles within less than 10 second at 45psi. Thus, the returned samples failed the hydrophilic membrane bubble point test. The reported problem was confirmed. The root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. (B)(4). A sample was returned for evaluation. A visual inspection was performed and the millipore filter membrane was found to be damaged. A hydrophilic membrane bubble point test was conducted and found a continuous stream of outlet port bubbles within less than 10second at 45psi. Thus, the returned samples failed the hydrophilic membrane bubble point test. The reported problem was confirmed. The root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue is being investigated through CAPA.

Event description:
A customer reported to baxter (B)(4) an interlink extension set with a 0.22 micron filter in which a leak was observed. According to the report, there was a leak between the filter and tubing. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.